Event description:
Event involves the enfit enteral feeding connection and enfit feeding tube. It is designed to reduce the number of missed connections. However, the connection does not pull away from the peg tube if tension is detected thus causing the peg to pull against the abdominal wall. This can cause the device to be dislodged and harm to the patient. The patient then requires additional intervention/procedures to correct any potential or actual harm. This patient's stomach was noted to be tented up into the abdominal wall. FDA safety report ID# (B)(4).